Manufacturer narrative:
MDR 3003442380-2024-03232 - device 9 of 12.

Event description:
Unomedical reference number (B)(4). Event occurred in canada on (B)(6) 2023, the patient reported the events of infusion set fell off during use with 12 infusion sets. The infusion sets had been used for 3 hours. Therefore, the patient replaced infusion sets and resumed insulin successfully. No further information available.